Manufacturer narrative:
The manufacturing facility received the samples on may 14, 2018, and their investigation confirmed the issue. The root cause of the white powdery substance is linting of the mask materials due to the friction of the material during the manufacturing process. We verified that the mask is made with qualified, tested, and approved materials; and that the product was manufactured according to specification. All operators were trained and certified in their respective assembly operations. As stated on the initial medwatch report, the lot number was provided, therefore the device history record was reviewed, and no quality issues were reported. The following actions will be implemented to prevent this event from recurring: awareness documented training was provided to the involved employees to alert them to this issue. A quality alert will be generated to inform employees at similar processes of this issue. A more effective method for cleaning the equipment will be defined in order to reduce the risk of residues occurring from the friction of the material during the manufacturing process. We will continue to monitor complaints for issues of this nature.

Manufacturer narrative:
The lot number was provided, therefore the device history record was able to be reviewed, and no quality issues were reported. The customer reported having a sample, but as of this date, no sample has been received from them. Without the sample, we cannot identify the root cause. If a sample is provided at a later date, a follow up report will be filed. This mask is made with qualified, tested, and approved materials. All operators are certified in their respective operations. Awareness training was provided to the involved employees. We will continue to monitor complaints for any such issues.

Event description:
Nurse went to put on a mask and was hit with a white powdery substance in her eye. Customer states it is standard policy for employees to seek care/evaluation from employee health services. The nurse was not symptomatic, but as standard protocol, an eyewash was performed. The nurse is a contractor, so the customer did not have any personal information about her.